Event description:
After some months, the control CT showed contrast media outside the stent-graft. They performed a separate angiography and there was flow of the contrast media from inside the stent-graft through a perforation inside the pau. Pictures will be provided. Patient outcome - "they will implant another relay pro, same ref number."

Event description:
After some months, the control CT showed contrast media outside the stent-graft. They performed a separate angiography and there was flow of the contrast media from inside the stent-graft through a perforation inside the pau. Pictures will be provided. Patient outcome - "they will implant another relay pro, same ref number."

Event description:
After some months, the control CT showed contrast media outside the stent-graft. They performed a separate angiography and there was flow of the contrast media from inside the stent-graft through a perforation inside the pau. Pictures will be provided. Patient outcome - "they will implant another relay pro, same ref number."

Event description:
After some months, the control CT showed contrast media outside the stent-graft. They performed a separate angiography and there was flow of the contrast media from inside the stent-graft through a perforation inside the pau. Pictures will be provided. Patient outcome - "they will implant another relay pro, same ref number.".

Manufacturer narrative:
Patient identification number from section a1 has been corrected from (B)(6).